Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the "hands off" icon appeared on the qcpr meter during delivery of chest compressions to a pt. There was no impact to the involved pt who had return of spontaneous circulation.